Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure in the stomach performed on an unknown date. According to the complainant, the stent was placed to treat a stricture and a benign gastric sleeve leak after a bariatric surgery. Reportedly, the patient¿s anatomy was not tortuous. On (B)(6) 2014, during an egd procedure, the physician noted small holes on the stent cover. Tissue could be seen in the area where the covering was compromised. The stent was removed from the patient without issue. The physician implanted a longer stent to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Returned for analysis was a deployed stent only that was fully expanded. Multiple slits / holes were noted throughout the stent cover, all of which were smaller than 1.0 mm in diameter. No other issues were noted with the profile of the stent. The investigation concluded that this complaint is associated with a product that meets specification however the user is dissatisfied with the function, performance or appearance of the product. Therefore, the most probable root cause classification user preference issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, the device was used in a manner inconsistent with the labelled indications. The wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. It is contraindicated for: placement in esophageal strictures caused by benign tumors, as the long-term effects of the stent in the esophagus are unknown. This stent was used to treat a benign stricture.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure in the stomach performed on an unknown date. According to the complainant, the stent was placed to treat a stricture and a benign gastric sleeve leak after a bariatric surgery. Reportedly, the patient's anatomy was not tortuous. On (B)(6) 2014, during an egd procedure, the physician noted small holes on the stent cover. Tissue could be seen in the area where the covering was compromised. The stent was removed from the patient without issue. The physician implanted a longer stent to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.